Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during an implant procedure prior to use of the device interrogation confirmed fc 1003. An error report was printed and assessed. The error was cleared from the device, however a new device was used to complete the implant procedure for precaution. No adverse health outcome was reported. The device was expected for return but has not been received. Given no additional information is available, this report is now concluded. Should further information be received, the complaint will be reopened and a follow up report will be provided.

Manufacturer narrative:
This device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that on (B)(6) 2019 during an implant procedure, the device displayed fc 1003. An error report was printed and assessed. The error was cleared from the device, however a new device was used to complete the implant procedure for precaution. No adverse health outcome was reported. The device is expected for return.